Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient's wife called to report low battery life on the device. The caller then stated that the patient had been hospitalized due to a heart attack, and a high blood glucose of 546 mg/dl. The caller stated that the infusion set tubing had been kinked, and was not allowing insulin to push through. The patient did not get any alarms from the unit. Nothing further was reported.